Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked and the ¿inside looks crystalized¿. The pump was filled with 5000 mg fluorouracil hs in 115ml 0.9% nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 115ml of fluid in the bladder. Visual inspection revealed no signs of leak or crystallization in the device. A functional leak test was performed by filling the device with water. During fill, no signs of a leak were observed. The device was monitored until the next day, and there were no leaks observed from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.